Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via 24hr helpline sr inbox that customer had high blood glucose of 455 mg/dl. Customer had symptoms of vomiting due to not getting to insulin on time. Customer declined transfer to helpline.